Manufacturer narrative:
Additional information: the medical records were received and confirmed the date of the event as (B)(6) 2019.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). The exact date of the event is unknown at this time therefore the first day of the reported month and year was used as the occurrence date. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  Investigation results suggest/indicate the cause of the paravalvular leak is unknown; however may be due to the factors mentioned above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, approximately, 3 years and 10 months post implantation of a 29 mm sapien 3 valve in the aortic position, severe paravalvular leak was observed.  An attempt to resolve the leak was performed but not successful.